Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Optic and haptic damage was observed. Product history records were reviewed and documentation indicates the iol met release criteria. The customer indicated the use of a qualified cartridge, handpiece, unspecified viscoelastic and balanced salt solution. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown if a qualified viscoelastic was used in the cartridge. The root cause of the reported membrane tear pushing lens out of position is unknown. The returned product was damaged, and this damage was similar to damage when cutting a lens to explant the lens from the eye. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, email and fax. A questionnaire was received. (B)(4).

Event description:
A (B)(6) reported that an intraocular lens (iol) was removed due to a membrane tear pushing the lens out of position. Additional information was provided by the (B)(6), who reported that an anterior vitrectomy was performed at the time of the iol removal. The patient was left aphakic.